Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Event 5 of 16. Account performing donor retypes using abd/abd card lot 010818053-04. They noticed that some of the a neg and o neg units showed weak reactivity in either the b or d microtube - sometimes both. No specific microtube identified for each unit tested. Originally 6 donor retypes were affected; no specific microtube identified (6). Account prepared new cell suspensions and repeated testing. One unit tested correctly but 5 units still had false positive results; no specific microtube identified (5). Account made up new cell suspensions again and repeated testing again. All 5 units still had false positive results; no specific microtube identified (5). Account then made up new cell suspensions again and repeated testing on a lot of abd/reverse cards. All units typed as expected compared to donor history. Account states that they went back and re-inspected the entire box of cards and depending on the sleeve inspected, the physical appearance of the liquid levels varied in the microtubes. Tss reminded account again to always inspect cards prior to testing to confirm that cards are normal in appearance. No erroneous results released. Account had prior history of the correct donor blood types and repeated the testing. Issue started on: (B)(6) 2018. Reported 6-27-2018. Frequency: multiple times.(16 events). Microtubes/wells or cell (donor #) affected: b and d microtubes. Methodology used: manual gel. Reaction grade obtained: 1+ to 2+ for the false positive results. Customer was expecting: negative. Test repeated: yes. Result obtained by repeating: correct blood type with abd rev gel card method used to repeat: manual gel. Daily qc performed and found to be acceptable. Sample type: donor red cells - segments. Cards /cassettes/ storage condition & temperature: per IFU. Account initially said the cards were normal in appearance - no evidence of drying. But during troubleshooting, the customer inspected the remaining unused cards and noticed some of them had low liquid levels. Tss replacing one box of gel cards.